Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the customer was receiving a button error alarm on the insulin pump. Customer's blood glucose was 233 mg/dl at the time of the incident. Caller stated that the back of the pump was cracked and it has been there for 3 weeks. Caller was not able to see it as his vision was not well. Caller declined troubleshooting. Caller was advised that the pump will need to be replaced. Caller was also advised to have his son discontinue use of the pump and revert to a back-up plan. Caller agreed to return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive escape and act buttons due to corroded keypad traces also with bleeding lcd glass. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No cracked on the back of the insulin pump noted.